Event description:
As reported by the user facility: customer complaint reported to sales rep and through medwatch for safety clip failed to keep engagement. Customer had 6 incidents of this happening in the last 6 weeks. Ref# unk - lot# unk. Date: (B)(6) 2013 - nurse started the IV and the needle to the side with the safety clip engaged. When she picked it up the needle came out of the clip and it slid up the needle. This resulted in the nurse being stuck with the needle. No pictures of the needle. First aid and labs were done. Date: (B)(6) 2013 - nurse started the IV and the clamp slid back up the needle. The nurse set it back down in the packaging when it was picked up nurse was stuck. No pictures of the needle. First aid and labs were done. Date: (B)(6) 2013 - nurse started the IV and the needle to the side with the safety clip engaged. When she picked it up the needle to throw it in the needle container the needle came out of the clip and it slid up the needle. This resulted in the nurse being stuck with the needle. No pictures of the needle. First aid and labs were done. Date: (B)(6) 2013 - nurse started the IV, but it failed. The nurse removed the catheter from it and the safety clip engaged. It was placed on the bedside table and when she picked it up and the clip went to the side with the safety clip engaged and was stuck. This resulted in the nurse being stuck with the needle. This incident has a significant amount of blood. Picture of needle. First aid and labs were done. Date: (B)(6) 2013 - nurse started IV and it failed. The nurse didn't pull the catheter away from the needle. The safety never engaged. When the nurse reached for a 4x4 the nurse was stuck by the needle due to her setting it on the side. No picture and samples. First aid and labs were done. Date: (B)(6) 2013 - ems started an IV in the ambulance. The safety clip was engaged. The emt put the needle down on the bench next to him. The ride became bumpy and the emt lost balance and placed his hand on top of the needle. This disengaged the safety clip and he was stuck in the hand with the needle. No samples or pictures. (B)(4).